Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then opened the device to perform a visual examination and reseated the therapy connector assembly which resolved the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. (B)(4).

Event description:
The customer contacted physio-control to report that their device would not charge when the charge button was pressed. There was no patient use associated with the reported event.